Manufacturer narrative:
Complaint conclusion: as reported, the push rod of the stent delivery system on a 10mm x 60mm smart flex vascular self-expanding stent (ses) delivery system was disengaged, and the stent popped open after the device was removed from the packaging. There were no reported injuries to the patient. The device was stored per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The device was returned for analysis. A non-sterile ¿smart flex 10x60 vas,120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was thoroughly inspected observing that the stent is properly mounted on the device, with the plastic nut of the hemostasis valve open. One kink was noticed located on the stainless steel hypotube located approximately 10cm from the proximal end. No other outstanding details were observed on the returned device. Functional testing was performed, the hemostasis valve of the stent delivery system was unlocked. The steel hypotube was straightened as much as possible. The stent deployment functionally test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. Despite the observed kink the stent deployment was continued until the remainder of the stent was fully unsheathed and expanded. Even with the observed kink no difficulty or anomaly such as resistance, friction, or incomplete stent deployment was observed during the deployment procedure. The deployed stent does not present any damages or anomalies and was expanded as expected. A product history record (phr) review of lot 321496 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was not confirmed as the stent was received properly mounted on the device, functional analysis was able to be performed and the stent deployed with no difficulties. The exact cause of the reported event cannot be determined as there were no signs of premature deployment noted up receipt. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no premature deployment was noted. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 321496 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the push rod of the stent delivery system on a 10mm x 60mm smart flex vascular self-expanding stent (ses) delivery system was disengaged, and the stent popped open after the device was removed from the packaging. There were no reported injuries to the patient. The device was stored per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The device will be returned for evaluation.